Event description:
Device report from (B)(6) reports an event in malaysia as follows: patient was implanted with lcp plate on (B)(6) 2012. On an unknown date, the implant was noted to be broken as the patient stood up to walk. No additional information is available at this time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard. The microscopic investigation of the fractured surfaces shows homogenous structures what also indicates material conformity to the specifications. Based on our investigations and the available clinical information, we assume that dominant dynamic bending loads led to a fatigue breakage of the investigated implant. Postoperative activities of the patient may have played a certain role too. We exclude a failure resulting from either a material defect or the manufacturing process.